Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced a kinked cannula, which led to a high blood glucose event on 26-feb-2026. The patient recieved treatment with correction bolus via pump. The infusion set was in use for six hours. The infusion site was located on the abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is avalaible.